Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Still implanted in patient.

Event description:
Complainant called on behalf of patient, stating patient had stryker screws and nails used in their broken ankle in (B)(6) 2018. Since this date, patient has been having allergic reactions and it has not yet been confirmed what is the cause.